Event description:
It was reported that there was a removal of the ascend flex anatomic for suspected infection. The patient had high blood markers and was experiencing pain.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device discarded.